Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available

Event description:
It was reported that the device exhibited a red screen error. There was no patient involvement.

Manufacturer narrative:
One device was returned for analysis of complaint of red screen error. Service history review identified that this device was last serviced in (B)(6) 2024. Review of event log found system fault 41622. Visual and functional testing was performed. The reported problem was confirmed. The probable cause of the reported problem was tab lcd stuck between gears. Removed the tab lcd and clean gears. Device passed testing post repair.